Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing detachment from hub event on (B)(6) 2026. The infusion set was in use for less than twenty-four hours. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.